Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer's blood glucose (bg) level due to the reported charging issue. Reportedly the customer would continue to use the pump for insulin therapy. In addition, the customer's bg level was elevated ranging from 304 to 317 (mg/dl). The customer believed the cause of the elevated bg level was the customer having "insulin antibodies that bind the insulin." A bolus via the pump was delivered to address bg levels. Subsequently, the customer's bg lowered to the 20's (mg/dl) due to the insulin delivered to address the prior elevated bg level. Carbohydrates were consumed to address bg level. The customer stated their bg level stabilizes after "the antibodies release the insulin." The customer reported calling emergency medical services (ems) for low bg levels. The customer declined to provide further information.